Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead the lead perforated the patient's cardiac wall which resulted in a pericardial effusion and tamponade. The patient passed away four days later due to the effusion and other comorbidities.